Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿ updated h3 summary attached - updated d4 expiration date - added d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿ updated due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was seen to be deployed and intact. The sdw was seen to be kinked. The introducer sheath was not returned. Functional inspection was not carried out as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter and stent failed/unable to deploy could not be confirmed; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while guiding to bring the stent closer to the microcatheter tip marker, the stent became stuck within the microcatheter. Since the stent could not be advanced, the delivery wire was pulled. At the result, only the delivery wire was pulled, and the stent was stuck. It was determined that the stent could not be deployed, and the entire microcatheter was retrieved. Additional information states that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was very meandering. The device was returned, and the stent was confirmed to have been deployed and the sdw was kinked. It is probable that the device was damaged during navigation through the patients very meandering anatomy, causing the reported difficulty to deploy the stent and premature stent deployment during the attempt to remove the stent. An assignable cause of procedural factors will be assigned to the as reported ¿stent failed/unable to deploy¿, ¿stent deployed prematurely during use¿ and ¿stent difficult/unable to advance or pullback through catheter¿ and to the as analyzed ¿stent deployed prematurely during use¿ and ¿sdw kinked/bent¿, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was, in general, used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an anterior communicating artery aneurysm procedure, the physician placed the microcatheter at the target lesion. The subject stent was advanced into the microcatheter and the stent tip marker was confirmed under fluoroscopy. While advancing the subject stent closer to the microcatheter tip marker, the subject stent got stuck and could not be advanced. The subject stent deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an anterior communicating artery aneurysm procedure, the physician placed the microcatheter at the target lesion. The subject stent was advanced into the microcatheter and the stent tip marker was confirmed under fluoroscopy. While advancing the subject stent closer to the microcatheter tip marker, the subject stent got stuck and could not be advanced. The subject stent deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.